Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that ra lead undersensing observed on stored intracardiac electrogram during atrial fibrillation. The following physician was dr. (B)(6). The patient was checked at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).